Event description:
It was reported that during the pre-use check, the customer attempted to put air in the cuff through the inflation line, but the cuff was unable to be inflated. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One used decontaminated sample was received in plastic bag without its original packaging. The inflation test was repeated on the received sample. It was observed that cuff is slowly deflated. Cuff tear was visually confirmed. The root cause of the reported issue was found to be due to fact that cuff leak was detected by customer during pre-use check it is the most probable this defect occurred during manufacturing or packaging of this device. Actions were taken to mitigate the reported issue: there is open nonconforming report (ncr) which is focused on reduction of possibility of cuff tear during manufacturing process.